Manufacturer narrative:
E1: initial reporter phone #:(B)(6) e1: initial reporter facility name: (B)(6) hospital of (B)(6) university school of medicine. There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the stopper could not be pierced in one (1) tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the stopper could not be pierced in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes h.3. Device eval by manufacturer? Yes d.9. Returned to manufacturer on: 23-oct-2025 . Investigation summary: bd received one sample and one photo for investigation. The photo was evaluated and does not show the indicated failure mode. The sample was inspected with no issues identified. Furthermore, a functional test was performed on the sample, which was within specification limits with no issues identified with the stopper function, and no difficulties penetrating the stopper. Additionally, 100 retained samples were visually inspected with no visible defects. A functional test was also performed on 10 retained samples, all of which were within specification limits with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.